Manufacturer narrative:
Product ID 3093-28, lot# v955825, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that a device was 'not working.' The reporter stated that the patient had not tried all of her current programs. Additional information has been requested but was not available as of the date of this report.